Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: a review of the black box showed reboots had occurred. The battery compartment was cracked alongside of the pump. The battery cap was stripped. The battery cap was unable to maintain an electrical connection. The power loss and reboots were duplicated. The battery cap contact measurements were within specifications. The test cap was used for testing purposes. The pump powered on normally with no alarms. The pump was exercised with a test cap with no further power issues occurring. Moisture was found in the display. The pump leaked at the battery compartment. The pump was opened, and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged the pump had intermittent power, the battery compartment was damaged with moisture in it, and the yellow o-ring was visible. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.